Event description:
The customer returned the product for a failed upstream occlusion, during device analysis, a defective upstream occlusion (uso) seal was identified. There was on patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history of the device found no previous repairs in the last 12 months. The initial customer issue was confirmed through the upstream occlusion test. Further investigation found a defective upstream occlusion (uso) sensor and printed wiring assembly (pwa). The uso seal and pwa were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.